Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03/14/2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl 3mg (unknown dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported fluid was building up in the pocket and the hcp was unable to fill the pump. The hcp aspirated the pocket. Surgical intervention discovered the pump was flipped, and the catheter was twisted. The catheter was twisted due to the pump flipping. The catheter was cut and replaced the 8784. Patient status was alive - no injury. The issue was resolved. Medical history was asked and will not be made available. Patient weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The fluid in the pocket was spinal fluid.